Event description:
It was reported that a decrease in r-waves and t-wave oversensing were observed. As a result, the patient received inappropriate therapies. The lead was explanted when repositioning showed the same results.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.